Manufacturer narrative:
The device was returned for analysis and a lot number was received. The returned sample was found to be low in adhesion when compared to adhesion testing of a retain sample from the sample lot. The cause of low adhesion of the returned product could not be determined. 3m will continue to monitor. Limited information was provided regarding this case. Medical history and condition before, during and after the application of 3m multipore dry surgical tape were not provided. It is difficult to determine further that the cause of the incident is attributed to the 3m¿ multipore dry surgical tape. It is unknown if additional products were used.

Event description:
Report received from (B)(6): two critical incidents of incidental near-extubation occurred with a premature baby over the weekend where 3m multipore dry surgical tape (1.25cm x 5m) did not adhere properly to the tube and the tube slipped out of place. The hospital reported that the tape with the violet lettering is put out of usage for the time being.

Manufacturer narrative:
Patient identifier; age or date of birth, sex, weight, ethnicity, race: not provided. Device return is anticipated and a lot number was received. Limited information was provided regarding this case. Medical history and condition before, during and after the application of 3m multipore dry surgical tape were not provided. It is difficult to determine further that the cause of the incident is attributed to the 3m¿ multipore dry surgical tape. It is unknown if additional products were used.